Event description:
It was reported that the foley catheter balloon inflated to 10 ml, patient reported discomfort soon after. Balloon deflated and catheter pushed further forward and then attempted to reinflate with 10 ml and patient reported discomfort. When deflating the balloon again, noted there was urine in the syringe. Noted broken balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.